Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The shaft of the catheter was broken in two pieces at 11 cm. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: dtma1q1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure upon slitting the left ventricular delivery catheter the proximal end of the catheter broke off. The distal piece was then held with a hemostat and right angle iris scissors were then used to start a new slit so the remaining catheter could be slit to the distal tip and the entire catheter was removed. No patient complications have been reported as a result of this event..